Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a device history record (DHR) review and a review of the complaint handling database was not performed because the part and lot number was not reported. It is possible that the cap seal was not fully tightened thus resulting in the reported leak difficulties; however, as the device was not returned for analysis this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event has been estimated to 6/1/2024 d4: UDI is not provided due to unknown part and lot number.

Event description:
It was reported that during the procedure the copilot was bleeding back a little. The device was not exchanged and was completed with the same copilot. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.